Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
The UDI number has been corrected. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Signs of abrasion were observed along the lead body. The insulation of the lead was found damaged in the distal area. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.